Event description:
It was reported the pump battery could not be charged, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.